Event description:
A malfunction was reported with the display of malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer initially could not reset the pump but later called technical support, who provided instructions and assisted in resetting the pump successfully. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reappear.